Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis : unit received without the 80-pound torque knob; therefore, a new torque knob was issued to the unit. The disk ratchet was replaced due to it grinding in the unlocked position; general maintenance and cleaning was required. Root cause : the reported complaint was confirmed. Unit received missing the 80-pound torque knob which was replaced. The disk ratchet was grinding and was replaced, probable root cause is wear of the ratchet from repeated use and lack of maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) was missing a torque knob and the surgeon also stated that the unit was not locking properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.